Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure device had dislodged and was visible within the uterine cavity') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included excessive menstruation, vulval warts, condyloma and uterine dilation and curettage. Previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included weight increased with depo provera. Concomitant products included hydrocortisone since (B)(6) 2018, norethisterone acetate (norethindrone acetate) since (B)(6) 2015, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), headache ("migraines / headaches"), migraine ("migraines / headaches"), depression ("depression,") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, essure device removal and novasure ablation). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, headache, migraine, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right essure 5 coils seen in endometrial cavity, left essure 3 coils seen in endometrial cavity. Discrepancy noted- in previous version hsg results are provided but in current version plaintiff claimed that she did not have essure confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning injuries reported in this case the following one/ones were described in patient medical records: menorrhagia. Lot number: a66683 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure device had dislodged and was visible within the uterine cavity') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included excessive menstruation, warts, condyloma and uterine dilation and curettage. Previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included weight increased with depo provera. Concomitant products included hydrocortisone since (B)(6) 2018, norethisterone acetate (norethindrone acetate) since (B)(6) 2015, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), headache ("migraines / headaches"), migraine ("migraines / headaches"), depression ("depression,") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, essure device removal and novasure ablation). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, headache, migraine, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right essure 5 coils seen in endometrial cavity, left essure 3 coils seen in endometrial cavity. Discrepancy noted- in previous version hsg results are provided but in current version plaintiff claimed that she did not have essure confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning injuries reported in this case the following one/ones were described in patient medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event right essure device had dislodged and was visible within the uterine cavity added and made medically significant and intervention required due to surgery. Novasure ablation added to menorrhagia. Reporter and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.